Event description:
Additional information was received from the manufacturer representative (rep) stating she looked up patient in her system to see if they had any notes about this patient and any lead going bad issues. Rep notes that there is nothing specific noted about lead issues dating all the way back to 2022. Rep will ask healthcare provider (hcp) if they are aware of lead issues. Additional information was received from the a manufacturer representative (rep) stating that they spoke with the healthcare provide r (hcp) who has not seen the patient since 2019, so they are not aware of any lead problems. Rep checked all notes, and did not see anything mentioning lead problems.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that over a year ago, 2023 maybe, the healthcare provider (hcp) and manufacturing representative thought their lead might be bad. Patient stated they were going in for a procedure so they were going to "check" during this procedure. Patient stated they haven't charged their implant for over a year and it went dead and stated they spoke to the manufacturing representative about this and were told to call the "800 number." Patient stated they need a new battery and would like a new battery installed. Agent offered to perform troubleshooting to see if implant could be charged, but patient refused and stated they "have tried charging many times" and the battery is dead; patient commented they left it on all night and it still doesn't charge. Agent reviewed information and redirected to hcp to further address.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-aug-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.